Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) male patient was with an occupational therapist (ot) when he called zoll customer support to report that he is developing pressure areas under his arm. The patient is diabetic so this is a great concern. The skin is almost broken open. The ot asked if there was an extender for the lifevest garment. Zoll customer support recommended loosening the shoulder straps to alleviate the pressure. The patient is using nystatin cream on the affected areas. The patient's garments are reportedly being changed and laundered properly. A patient service rep (psr) visited the patient later that day and reported that the rash is severe enough to potentially draw blood. Patient was going to contact doctor about affected area. F/u on (B)(6) 2012 indicates the patient may be receiving an ICD, but there is concern about infection. The patient is feeling more comfortable. No additional f/u documented.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.